Manufacturer narrative:
61 : intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the initial evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have the main tube broken causing the distal clevis to be detached. No material was found missing. This failure is most commonly caused by mishandling/misuse. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy surgical procedure, it was alleged the spatula hook of the permanent cautery hook instrument broke and fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip of the harmonic ace instrument fell inside the patient.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the spatula hook broke off the permanent cautery hook instrument. The fragment was retrieved during the same procedure. The procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected prior to the start of the case. Towards the end of the procedure, the surgeon noticed a loose hook on the instrument. The hook fell into the patient, but was retrieved during the same case. The customer mentioned the broken piece would be returned to isi with the instrument.